Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the battery was depleted due to not recharging. A power on reset was reported and the issue was resolved at the time of the report. A surgical intervention was planned. No patient symptoms reported. It was clarified that the battery replacement was going to be scheduled due the battery failing to hold a charge long enough to interrogate after the power on reset was done. The battery had been dead for over a year.